Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the finished device number 5658738, and no non-conformance's related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that (B)(6) caucasian female who underwent primary breast reconstruction with a 485cc siltex chp lumera gel implant experienced left sided infection post procedure. The patient has a fever and the breast seems to be swollen and warm. The patient was treated with antibiotics and had a simultaneous urinary tract infection. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This was part of an adjunct study.